Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening. In the clinical study for the dexcom g4 platinum system, only slight redness and swelling occurred in a few patients. If any of these events happen, you might feel discomfort in the area the sensor is inserted.

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2015. The sensor was inserted into the abdomen. Reaction was located at the senor site. The patient had pre-existing atopic dermatitis and a skin rash. Reaction worsened and patient sought medical attention on (B)(6) 2015. The patient was prescribed bactrim ds for folliculitis. Affected area was treated with the prescribed medication and hibiclens soap. No additional event or patient information was provided.